Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model cna19, s/n (B)(4), were pulled and reviewed by quality control at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a cna19 mitroflow aortic pericardial heart valve at the time of manufacture and release. This mitroflow valve was explanted after 1 month due to a reported prosthetic endocarditis. Gross examination revealed a slightly stenotic bioprosthesis due to large thrombotic depositions on both sides of all leaflets. Histological analysis revealed inflammatory cells and gram-positive bacteria spread inside the thrombus depositions and in the pericardium. The presence of thrombus depositions, inflammatory cells, and bacteria colonies indicated the onset of an infective endocarditis in the acute phase. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, little clinical history was provided.

Manufacturer narrative:
Narrative corrected: the complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model cna19, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a cna19 mitroflow aortic pericardial heart valve at the time of manufacture and release. This mitroflow valve was explanted after 1 month due to a reported prosthetic endocarditis. Gross examination revealed a slightly stenotic bioprosthesis due to large thrombotic depositions on both sides of all leaflets. Histological analysis revealed inflammatory cells and gram-positive bacteria spread inside the thrombus depositions and in the pericardium. The presence of thrombus depositions, inflammatory cells, and bacteria colonies indicated the onset of an infective endocarditis in the acute phase.

Event description:
The manufacturer was notified on (B)(6) 2016 that a crown valve implanted on (B)(6) 2016 was explanted after 1 month due to endocarditis. The event as follow: on (B)(6) 2016 - crown prt was implanted in the patient. The patient discharged 2 weeks after the implantation. Around mid-november - the patient visited the hospital due to having fever. Infectious endocarditis was confirmed, and infectious bacterium identified by the institute was staphylococcus. On (B)(6) 2016 - the valve replacement was performed with reinforcing the valve ring with a patch. This crown prt valve was explanted and valve from another manufacturer was implanted.